Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwb11) and on unknown screw and crown were returned for investigation. Visual evaluation of the as returned products identified that the implant collar was fractured. However, the screw was not fractured. Additionally, there were signs of wear and bone residue on the devices due to usage. Functional testing was not performed due to the nature of the devices and events. Patient pre-existing condition noted on the per was fair oral hygiene. The reported devices had been placed on tooth # 19 (universal) for approximately 7 years. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. Based on the available information, implant malfunction did occur and the reported implant fracture was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
There was no fracture of bone. The implant had a fracture at the level of the third thread due to possible bruxism habit as well as screw fracture. The fractured screw was removed but the implant could not be used again due to the fracture. It was removed and bone grafting and guided bone regeneration was performed for patient for tooth #19.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k013227.

Event description:
Customer reports that they patient had cervical coronal fracture. Tooth location unknown.